Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice machine during drain 5/6 of automated peritoneal dialysis (apd) therapy. Nothing unusual was noted with any of hp's supplies, or with the technique used to setup supplies. Hp informed tsc that after receiving the alarm, hp cycled the homechoice machine off/on and attempted to restart therapy with the same supplies. Tsc assisted hp in ending therapy early. Per hp, no patient injury or medical intervention was associated with this incident.